Manufacturer narrative:
The device model and lot numbers were not provided; therefore, a review of the device history record (DHR) could not be performed. The devices remain implanted in the patients; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies parent artery occlusion, vascular thrombosis as potential complications associated with use of the device.

Event description:
As reported through the journal article titled "clinical assessment of web device in ruptured aneurysms (clarys): 12-month of a multicenter study", the study enrolled 60 patients with 60 ruptured aneurysms of the anterior and posterior circulation. The procedure was performed using standard angiographic techniques. The protocol has been designed to strictly monitor any re-bleeding that may have occurred after the web placement. From february 2016 to september 2017, 60 patients (51.7% women) with an average age of 54.5±11.5 years were enrolled in 13 german and french centers. During the 12-month study period, six patients underwent target aneurysm retreatment. Among the six retreated patients, two had a raymond-roy grade ii occlusion before retreatment and four had a raymond-roy grade iii occlusion: two patients were retreated at 4 months. One patient was retreated at 7 months post procedure. Three patients were retreated at 10 months. Retreatments were performed by simple coiling in one case, stent + coils in four cases and flow diverter in one case. Patient 1: pcom aneurysm, 1.50 max dnr, 5.9 mean width, ii rr grade before retreatment, 4 months: timing of retreatment, retreated with flow diverter and no complications after retreatment. Patient 2: mca bifurcation aneurysm, 2.38 max dnr, 9.8 mean width, iii rr grade before retreatment, 10 months: timing of retreatment, retreated with coils and stent, headache complication after retreatment. Patient 3: acom aneurysm, 1.69 max dnr, 7.5 mean width, iii rr grade before retreatment, 4 months: timing of retreatment, retreated with c and stent. No complications after retreatment. Patient 4: mca bifurcation aneurysm, 1.61 max dnr, 10.7 mean width, iii rr grade before retreatment, 7 months: timing of retreatment, retreated with coils and stent. Complications after retreatment: acute stent thrombosis during retreatment with coils + stent. Treatment with tirofiban bolus and infusion. Resolved without sequelae. Patient 5: acom aneurysm, 1.92 max dnr, 11.23 mean width, ii rr grade before retreatment, 10 months: timing of retreatment. Retreated with coils and stent. No complications after retreatment. Patient 6: acom aneurysm, 2.49 max dnr, 6.4 mean width, iii rr grade before retreatment, 10 months: timing of retreatment. Retreated with coils. No complications after retreatment.